Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain, failed back surgery syndrome, and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2012 a manufacturer's representative was requested by a consumer to check the patient¿s pump. It was reported that two mris (magnetic resonance imaging) were done the night before ((B)(6) 2012). It was at first stated that the mris were not related to the pump or therapy and stated that they were related to the ¿operations.¿ it was noted that a manufacturer's representative usually would come in and turn the patient¿s pump off before all of their operations but the patient hadn't seen her. It was detailed that a manufacturer's representative was always there at the operating room before and after the patient¿s ¿operations¿ and that there had been 10 of them. It was then indicated that the MRI had something to do with the therapy or pump as it was for the lower back and neck, and to see if the pump ¿hose line¿ was disconnected. The MRI results were unknown at the time of the report. It was stated that they had to make sure the pump was ¿still on¿ and that if not the patient would have to set up an appointment for monday. It was indicated that the patient had not had any return of symptoms or changes in the therapy at the time of the report and stated that the patient wouldn't ¿go through withdrawals¿ for a week ¿or so.¿ it was noted that the patient¿s doctor was off until wednesday and that the neurosurgeon scheduled the mris. The patient spoke with their physician as they called in ¿an emergency¿ but the patient couldn't be seen until wednesday. No complications were reported. Additional information was received from a healthcare professional (hcp) on (B)(6) 2013. It was reported that the hcp was returning a call as they had received a message from the manufacturer. It was noted that the patient had an MRI and that a manufacturer's representative checked their pump at that time, which was believed to be (B)(6) 2012 and indicated that everything seemed to be fine. It was also noted that the motor stall occurred because the patient had an MRI and it did recover. It was reported that they didn't find anything related to a disconnect between the pump and the catheter and the hcp stated that they didn't believe in that study that was done. It was then stated that the MRI was on (B)(6) 2012 and that the manufacturer's representative would have checked the patient¿s pump on that date or on (B)(6) 2012. It was stated that it did recover after the MRI and that there wasn't anything to indicate that there was a disconnection or fracture or some issue. On (B)(6) 2012 the hcp received a message from ¿service¿ saying that the patient had an MRI done on (B)(6) 2012 and said ¿infusion pump acting up. Should he call the¿¿ and the message cut off. It was noted that they then contacted the patient on (B)(6) 2013, who said the pump was checked by a manufacturer's representative. It was reported that the patient was coming in that day (B)(6) 2013 at 3:30 p.m. For a follow-up. No complications were reported. Further information was received from a consumer on (B)(6) 2017. It was reported on (B)(6) 2017 that after the patient has an MRI (magnetic resonance imaging) they always needed to have the pump turned back on. No symptoms or complications were reported. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was stated that the patient reported that their ¿pump stopped working after the MRI and had to be reset.¿ it was indicated that this hcp was not present for this event and could not verify the claim. It was reported that the patient¿s weight at the time of the event was (B)(6) lbs. It was noted that the pump was later replaced for end of battery life on (B)(6) 2016. No further complications were reported or anticipated.